Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the log file submitted on november 25, 2019. The log file captured no external power alarm event on november 12 and 17. The alarm was related to a loss of power from the mobile power unit. The system continued to operate at the stored speed of 5,500 rpm. Power was restored, and the alarm cleared. Event detail did not indicate there was a mobile power unit exchange. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook document # 10006962 rev c. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s gender was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, and UDI are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review and revealed no external power events on (B)(6) 2019 and (B)(6) 2019 which was caused by power to the mobile power unit (mpu) being briefly interrupted and may have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events and no other unusual events recorded in the log file. The mcs equipment is operating as intended. Additional information was requested but not provided.